Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she passed out from a low blood glucose level and broke her leg. The customer was hospitalized due to an unknown low blood glucose level on (B)(6) 2015. The customer was in rehab for a few months. The customer was wearing the insulin pump at the time of hospitalization. The insulin pump will not be returned for analysis.